Event description:
It was reported the cot dropped to the ground with a patient strapped to the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. The user was not injured as a result of this incident.

Event description:
It was reported the cot dropped to the ground with a patient strapped to the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. The user was not injured as a result of this incident.

Manufacturer narrative:
The customer is retraining users on proper usage of device.